Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the distal aspect of the laa. The closure device was prepped and inserted within the was. The distal marker bands were lined up and the system was snapped together. At this point a contrast picture was taken which showed the whole system through the back wall of the laa into the pericardium. Act was 400 and a pericardiocentesis kit was opened up. The physician slowly pulled back the entire system while taking contrast pictures. Once the system was out of the pericardium and back within the laa, the physician deployed the closure device. An effusion was noted on transesophageal echocardiogram (tee) and it was growing. The physician achieved pericardial access and a drain was placed. The patient also received protamine. Release criteria was checked and it was determined that the device was safe to release. Once the device was released the whole system was pulled back to the right side of the heart. 2100ml of blood was aspirated from the pericardium and a CT surgeon was called. The patient received 2 units of blood, and was hypotensive. Neosynephrine and fluids were given by anesthesia. The patient was then transferred to the operating room. The surgeon cracked the patients chest and sutured the distal aspect of the laa where the hole from the system was located. The closure device remained in position at the laa ostium. Following this the patient was brought to the intensive care unit where they were recovering and doing well. The patient has since been discharged from the hospital doing well.